Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient is scheduled to have an MRI today and when they went to activate MRI mode it would not show what kind of MRI patient is able to have. The caller was not with the patient at the time of the call but believed the MRI tech was seeing the eligible cannot be determined message. Reviewed potential telemetry interruption and expectations regarding MRI eligibility screen. The rep said the patient was laying in a hospital bed so they were thinking it was likely a telemetry interruption and will contact the MRI facility and ask them to try again. Reviewed expectations that if patient is ineligible there should include a reason and MRI code on the screen. Additional information was received from a manufacturer representative (rep) on 2024-dec-18. When asked to clarify if there was a device concern/therapy issue/procedure or use issue regarding the patient being in the hospital, the rep indicated no and further indicated it was not caused by device/therapy/implant procedure. The cause of the eligibility cannot be determined message was determined and the rep noted the likely cause as being "hcp working with patient's system to determine MRI eligibility had lost communication with device during interaction with it." The steps taken to resolve the issue were noted as being "hcp attempted a second interaction and was successful in determining the MRI eligibility from the patient's device." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.